Event description:
It was reported the device was used during a hemicolectomy procedure. There were no apparent issues with the device during the procedure. Eight days post operatively the pt required a blood transfusion. It was stated that the bleeding occurred at the site of the anastomosis.